Event description:
A hospital in (B)(6), reported that the iw934 cosycot infant warmer's upper head harness was discoloured. A service of the device was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation. Investigation in progress

Manufacturer narrative:
(B)(4). Method: the complaint iw934 infant warmer was returned to our service centre in (B)(4), where it was visually inspected by a trained fph service technician. Results: visual inspection revealed that the spade terminal of the heating element was discoloured and showed pitting. The upper head case was discoloured and heat damage was noted on the dome. Plastic shell flaking was observed on the lower head case. A lot check revealed one other complaint of this nature for lot 060915. Conclusion: it is likely that the observed fault occured over a number of years. It is possible that a loose terminal in the heater element caused increased resistance, resulting in increased heat generation at the heating element connectors. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. It is likely that the discolouration noted on the upper head case and the flaking observed on the lower head case is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A hospital in (B)(6), reported that the iw934 cosycot infant warmer's upper head harness was discoloured. A service of the device was requested. No patient consequence was reported.